Event description:
Revision surgery - due to patient having hip pain.

Manufacturer narrative:
The reason for this revision surgery was due to pain that the patient was experiencing after 10.5 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a product from this lot. The root cause for the patient's pain could not be determined with confidence from the information provided. There are no indications of a product or process issue affecting implant safety or effectiveness